Manufacturer narrative:
(B)(6). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2010-00473. In (B)(6) of 2008 the patient underwent successful carotid artery stenting (cas) of the right internal carotid artery (rica) ostium with placement of a nexstent and use of the filterwire (fw). Atropine was started on the day of the index procedure. It is not known when the atropine was started in relation to the procedure. The reason for the administration of the atropine is unknown. Medical assessment is that the administration of the atropine is likely due to procedural bradycardia. It was reported that the patient had non-serious hypotension and no action was taken to treat the condition. These symptoms are reported to be resolved in (B)(6) of 2008. Physician opinion is that the hypotension was unrelated to the study devices or procedure.